Manufacturer narrative:
A user facility reported, "we are having difficulty with canister liner contents getting into the plastic section of the suction head. Nursing leadership experimented with water and determined that the value to keep fluid from leaking out of the liner into the canister and suction head is not working thus leading to urine and other fluids contaminating the suction head and needing to be sent to sterile processing for cleaning." Deroyal industries, inc. Requested return of the device, however it was unavailable for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "we are having difficulty with canister liner contents getting into the plastic section of the suction head. Nursing leadership experimented with water and determined that the value to keep fluid from leaking out of the liner into the canister and suction head is not working thus leading to urine and other fluids contaminating the suction head and needing to be sent to sterile processing for cleaning".

Manufacturer narrative:
A user facility reported, "we are having difficulty with canister liner contents getting into the plastic section of the suction head. Nursing leadership experimented with water and determined that the value to keep fluid from leaking out of the liner into the canister and suction head is not working thus leading to urine and other fluids contaminating the suction head and needing to be sent to sterile processing for cleaning." Deroyal industries, inc. Requested return of the device, however it was unavailable for return. Deroyal reviewed the work order for the lot reported. An inventory check was performed on 34 canisters from the reported lot retained at the distribution facility. Canisters were found to have glue bead issues in both visual inspection and in testing. A review of the risk analysis was conducted and no updates were required. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: the root was determined to be an inadequate glue bead or overlapping of glue bead. This could cause high or low spots that could allow for a leak path. Corrective and preventive actions: a retraining of employees on visual acceptance of the glue bead was conducted. The lid evaluation form was also updated to include that the visual check be conducted and recorded for glue bead adequacy. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.